Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump was explanted on (B)(6) 2019. The patient was used in the patient for treatment. It was reported that it was unknown if there was a loss of therapy and the patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported having a pump problem. Per the patient, he found out today, according to his physician, that his pump was functioning only about 60% of the time and leaving 10.5 cc of medication not delivered upon refill, so the pump needed to be replaced. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis found no anomalies.: product ID 8578 lot# serial# (B)(4) implanted: explanted: product type catheter product ID 8709sc lot# serial# (B)(4) implanted: explanted: product type catheter if information is provided in the future, a supplemental report will be issued.